Manufacturer narrative:
(B)(4). Date sent: 10/2/2023. D4 batch #: u9367z. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the nose cone cracked. In addition, coating material of the housing was flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. The devices were received with the 4-40 stud broken. No functional testing could be performed due to the device returned condition. The instrument was disassembled to inspect internal components. The moisture indicator was positive, due to the cracked nose cone, moisture entered the hand piece mid housing. It is possible that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Possible causes that may have contributed to this are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torquing or plastic torque wrench not used. Although the analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone.

Event description:
It was reported that during an unknown procedure the tip of the handpiece broke in the harmonic device during the installation. No patient consequences. Use of another handpiece and another harmonic device.